Event description:
Physician reported right side "sterile inner package for the implant was stuck to the outermost package, the physician had to remove the implant with hand (sterile) and couldn't use the no-touch technique", "the spacer was present and it was impossible to separate the packaging for both implants". Device has been implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (sterile inner package for the implant was stuck to the outermost package, device was successfully implanted).